Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15810, 2017865-2020-15812. It was reported the patient presented in clinic with a pocket infection, pocket erosion, and hematoma. The system was explanted. There were no patient consequences.